Event description:
The event involved an unspecified 9.4 in appx 1.4ml, smallbore trifuse set, 3 microclave clear, nanoclave, 3 check valves that experienced leakage during use. The reporter stated that during first care, they noticed the PICC line was leaking tpn and lipids from the med port into the patient's bed. The catheter near the insertion site was found clamped from the previous shift. After pausing fluids and unclamping, the clinician flushed the site and restarted the tpn and lipids. Then they noticed they were still leaking out of the med port and called to update the nnp./neonatal nurse practicioner it was also stated that patient's harm has potential for clabsi/ central line-associated bloodstream infection. The original procedure intended was unknown. The patient involved was reported to be "0.02 old and female." Clarification is being requested. The device was not reprocessed and reused on a patient. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
D4 - all product information is unknown therefore the UDI # is unable to be provided. Investigation summary one (1) used list# unknown, extension set with 4 claves, connected to an unknown, micro clave were returned for evaluation. It was confirmed the unknown returned item, matchs with a #a1141, some lipids residual inside the set were observed. However, no physical damage or anomalies were found. The set was tested as per procedure and no leaks or anomalies were found after the test. A DHR lot# review could not be conducted because no lot number(s) was/were identified. Complaint of leaks cannot be confirmed or replicated.